Manufacturer narrative:
This complaint is still under investigation.

Event description:
Non-reportable. Request for compensation received. The patient suffers from pain, itching, and a pimple like rash. Patient is a resident of (B)(6). Update: (B)(6) 2013- cds with xrays received. Update: (B)(6) 2013 - medical records received from legal. While the information provided was vague, they did state pinnacle hip on the coversheet. The MDR decision has been reversed and the product has been updated and reported as an unknown depuy pinnacle hip.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Update - (B)(4) 2013 - medical records received from legal. While the information provided was vague, they did state pinnacle hip on the cover sheet. The MDR decision has been reversed and the product has been updated and reported as an unknown depuy pinnacle hip. Update - (B)(4) 2013 - cds with x-rays received. There is no change in the previous investigative summary. A review of the provided patient records and x-rays by a depuy analyst ii, m.d. Has not identified a root cause or identified a need for corrective action. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.